Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump did not alarm with their set change reminders. The customer double-checked that the setting was actually on. Additionally, the alarm history was inspected and no alarms or reminders were present. No further details were given. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was monitored with the personal reminder feature and the set change reminder feature functioning properly. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests. The pump was received with a scratched casing, minor scratches on the lcd window, a pillowing keypad overlay and a slightly peeling end cap address label.